Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a visual examination of the complaint device revealed that the catheter was kinked near the balloon hub. It was also noted that the guidewire was kinked near the distal tip. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional examination was performed by connecting the device to an alliance inflation system and the balloon was inflated without problem however, it did not hold pressure due to a pinhole located at the proximal shoulder of the balloon. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacturing process design. The product likely failed to meet specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states that a vacuum should be applied before removing the protective sleeve.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon . There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the balloon had a pinhole; therefore, this is now an MDR reportable event.